Event description:
The customer reported an ma on in error message. This error causes the system to shut down, resulting in a loss imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.